Event description:
Information received from the field notes that one month post implant, inappropriate measurements were given during the autocapture threshold tests. The patient was in atrial fibrillation and the autocapture was turned off.